Manufacturer narrative:
Unable to prime device during prime/compromised force sensor system test due to faulty force sensor resistor. Device received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. Device received with cracked case at display window corners, reservoir tube and battery tube threads. Device received with scratched display window. Device received with missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 210 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.